Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, it was reported that the patient had a stoma site infection in the stoma placed in (B)(6) 2021, and the old stoma site opened and oozed pus. The physician prescribed cleaning and the application of unknown antibiotic creams. The patient was also treated with an unknown injection of antibiotic and amoxicillin. On (B)(6) 2022, the stoma site infection resolved.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, it was reported that the patient had a stoma site infection in the stoma placed in (B)(6) 2021, and the old stoma site opened and oozed pus. The physician prescribed cleaning and the application of unknown antibiotic creams. The patient was also treated with an unknown injection of antibiotic and amoxicillin. On (B)(6) 2022, the stoma site infection resolved.